Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The totally occluded, 32mm x 2.75mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 24mm liberté¿ bare metal stent was selected for use and advanced to treat the target lesion. However, during the procedure, the device's shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a portion of the liberte sds with stent. There was 52.5cm of the hypotube and the distal end of the catheter returned; however, the proximal portion of the hypotube and hub were not returned for product analysis. There was contrast in the inflation lumen and on the hypotube. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the balloon material or waist. Microscopic examination and tactile inspection presented no damage or irregularities through the shaft of the device. Microscopic examination revealed a complete hypotube separation 52.5cm from the end of hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The totally occluded, 32mm x 2.75mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 24mm liberté¿ bare metal stent was selected for use and advanced to treat the target lesion. However, during the procedure, the device's shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).